Event description:
It was reported that patient had medtronic pump that was replaced by codman 50cc low flow pump. Medtronic catheter was left in place and used with codman pump. Patient had spinal cord injury. Had residual volume higher than expected. Approximately 15cc's. Pump was explanted and replaced. It was reported that the pump was explanted in 2002 (exact date unknown)